Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify compromised force sensor alarm due to cracked/broken off end cap. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming. Caller stated that insulin pump was not dropped or bumped. Caller stated tha insulin "squirt" out when attempted to prime. Caller was not sure of the condition of the drive support cap. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.